Manufacturer narrative:
Analysis confirmed that the handle screw was caught in the handle and that the screw thread of the cable was deteriorated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a flex arm device used for spinal therapy. It was reported that operation failure occurs. No further complications were reported regarding the event. Update :the device fixation was loose. There was no impact to patient.